Event description:
Per contact, during procedure, when deploying the fourth band, the md heard a snap. He pulled the scope and device from pt and unhooked the handle and firing device. After pulling the device from the scope, a piece of plastic was left about 3-4 inches inside the scope. The string was unravelled and detached from the catheter. The procedure was not completed. A 140 series olympus scope is used.